Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 180 mg/dl, 33 mg/dl and 289 mg/dl. No adverse event reported; was able to self-treat. Requested return of suspect device for evaluation and replacement was sent.